Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog and unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A technical support specialist remoted in and found nothing wrong with drawers, restarted cubex app then watched as user was able to issue meds. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was not open when user trying to issue a medication to the patient. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer was not open when user trying to issue a medication to the patient. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.